Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the implantable cardioverter defibrillator exhibited non sustained ventricular oversensing episodes. Review of the episodes indicated baseline noise likely due to myopotentials. Programming changes were recommended. No further information is available.

Event description:
New information received suggests no programming changes were made. The patient did not suffer any consequences or have any side effects. The patient was referred to his following physician who would determine whether changes were to be made. The patient was otherwise fine.